Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed low battery and customer changed the battery and it worked however he noticed the screen on the insulin was blank when he was at work. Customer stated that there was no warning that the battery died. Customer's blood glucose was 600 plus mg/dl. Customer changed the battery and bolused with the insulin pump. Troubleshooting was done. Customer reported that he got lost sensor alarm when he started wearing the sensor. Customer's blood glucose was 103 mg/dl at the time of the event. The customer was advised to call back when able to do troubleshooting. No further information provided.